Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2014. Date of follow-up report : (B)(6) 2014. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that during a cesarean case, while using a forceez generator and a non-covidien cautery handpiece, the patient received a 3rd degree burn on the hip. The patient has been discharged from the hospital. Additional questions in regard to the incident have been asked.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.